Manufacturer narrative:
(B)(6). Section d4: the serial and lot numbers of the reported mr850 respiratory humidifers are: - (B)(6) / 2101329196, - (B)(6) / 2101424501. Section h4: the device manufacturer date of the reported mr850 respiratory humidifiers are: - 08/oct/2020 (sn (B)(6)), - 07/dec/2020 (sn (B)(6)). Section h11: the subject mr850 respiratory humidifiers have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in nevada that the audible alarm of two mr850 respiratory humidifiers were not functioning. This was identified during maintenance testing. There was no patient involvement.